Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had a drawer was failed and not detected on bus. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer had failed off the bus. The field service engineer (fse) had reseated the row board connector and the retractor band in main 2-1 to address intermittent pocket failures. The device tested good in hardware test application, and a proactive inspection was performed. The system functioned as intended after the field service engineer repaired the device.